Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Customer's blood glucose value was 27 mmol/l at the time of the incident. Another blood glucose level was 2.8 mmol/l. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to low blood glucose such as headache and shaking. The customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was not active at time of low blood glucose event. Customer did not allege insulin pump was over delivering. The device will not be returned for analysis.